Event description:
A male pt underwent aaa repair in 2008. The pt's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled. The pt received a zenith main body, two zenith iliac legs and the procedure was completed without reported incident. In 2009, the pt came in for a routine f/u. The physician noticed that the contralateral iliac leg had retracted proximally into the aneurysm sac. The contralateral iliac leg was bent approximately 2cm from the distal site. The aneurysm was thrombosed. A type I endoleak was observed due to blood flow from the contralateral iliac leg (1820334-2009-00643). The distal part of the ipsilateral iliac leg was unsealed and it was almost retracted proximally into the aneurysm sac. An amplatz ureteral stiff wire guide was used to place a zenith iliac leg ipsilaterally. Some resistance was felt, but the physician kept inserting it. Approximately 8mm of the ipsilateral zenith iliac leg was merged from the original ipsilateral iliac leg which was previously placed. The physician intended to place the additional ipsilateral zenith iliac leg more distally, but only 8mm was merged with the original. The physician felt the vessel was a bit tortuous when the additional contralateral zenith iliac leg was placed. Then, the pull through technique was performed with another MFR's (radifocus) wire guide. The additional contralateral iliac leg was placed with a one full iliac leg stent overlap inside the limb of the main body after sizing with angiography was performed. Confirmatory angiography was performed after the sealing site was ballooned and the (amplatz) ureteral stiff wire guide was replaced with a pigtail catheter. The physician was concerned about the working length of ipsilateral leg being too short, but he decided not to place an additional graft since there was no adequate graft at the hosp. He also decided not to place another MFR's stent on reflection. The migration and the distal type I endoleak were resolved and the pt is recovering.

Manufacturer narrative:
Event eval: still under investigation at this time.